Event description:
It was reported that during the implant procedure, upon testing the device; the pulse generator exhibited low battery voltage. The device was not used and a new device was successfully implanted. There were no consequences to the patient.